Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a fess procedure, the site proceeded into navigation and the verify registration/export buttons were still on the screen. Technical services (ts) was unable to replicate the behavior in house, and the clinical specialist was not able to replicate the behavior. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Software engineering reviewed logs from the event and a software anomaly was confirmed. This issue has been documented in a medtronic software anomaly database, references to this event have been added to that database. If information is provided in the future, a supplemental report will be issued.